Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, missing end cap sticker, cracked reservoir tube, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had normal blood glucose levels of 112 mg/dl. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer reported that the insulin pump was exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.